Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image disappeared during an unspecified procedure involving an olympus autoclavable camera head. The customer suspected that the cause of the image disappeared was due to connection problem between the camera head and the video system center. There was no patient injury reported.